Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4)/cmp-(B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: phone number unknown / not provided. G4: premarket identification k061410/k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #34 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone debris on external threads. Implant fractured at the collar. A fractured fragment was identified inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician selects implant that is unable to resist long-term occlusal loading, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.